Manufacturer narrative:
One (1) used device was received for evaluation. A visual inspection was performed, no damages or anomalies were observed, and the reported issue could not be duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the balloon on the endotracheal tube was punctured. The event occurred when the patient already had the product on, and they noticed the air leaking from the balloon. There was patient involvement, and no patient harm reported.